Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 05.000.008, synthes lot # 006287, suppliers lot # na, release to warehouse date: 10 sep 2015, manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on an unknown date the product has an unknown allegation. It is unknown when the incident was observed. Patient involvement was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. The repair technician reported discolored pin, wire and vent, debris on barrier, stripped iso screw, crack contact plate, intermittent fast forward, does not run for forward and reverse. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. . The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the product has an unknown allegation. Upon manufacturer's investigation there was debris found on the driver.